Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was used for cardiac arrhythmia (endovascular intervention and device implantation) diagnosis procedure when the issue occurred, and the procedure was completed as planned. The philips field service engineer (fse) inspected the system onsite and confirmed no display of video inputs was available on the flexvision screen. The fse checked the cables b cabinet wiring and found the dual link cable was faulty. The fse replaced the dual dvi cable between flexvision and dvi matrix. After the replacement, the system was returned to use in good working order. The reported issue was occurred already 2 months before and the fse replaced the flexvision pc and returned to use in good working order and later that the same issue occurred again 2 times and the fse replaced dvi matrix switch and reloaded the flexvision pc hard disk and did manual configuration of video inputs but the issue was not resolved before. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the video was not displayed on the flexvision monitor despite selecting the live viewport as the main viewing window and no image was displayed . No harm has been reported to philips. Philips has started an investigation of this complaint.